Event description:
It was reported that a spectrum pump under infused normal saline during therapy. The pump was programmed to infuse 500 ml in one hour but only delivered 400 ml. The rate was set at above 250 ml per hour. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.